Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: (B)(4). Model: db-2202-45 serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the deep brain stimulation patient presented to the emergency department with an abscess at incision site behind ear. Oral antibiotics were administered. The patient responded well to the antibiotics and no additional therapy is necessary. The cause of the event is unknown.